Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on information reviewed and without the device to analyze, a cause for the reported unintended movement associated with a guide steering issue could not be determined. Additionally, a cause for the reported air embolism resulting in hypotension cannot be determined. Air embolism and hypotension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted into the anatomy without issues. However, after removal of the dilator, it was noted the sgc had a brief interaction with the atrial wall due to unintended movement. The patient's blood pressure then decreased. The physician suspected the drop in blood pressure was due to air entering the anatomy. However, there was no clear evidence of this. The sgc was corrected and medication was adjusted for a short period of time. The patient's blood pressure then stabilized. The procedure was continued and one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.